Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel this report 2248146-2026-0000853 in your database.

Event description:
N/a.

Event description:
Tatum, a perfusionist in the or, called for no numbers on the pump after placing the iabp in the or. She stated that the pump displayed an ¿unable to calibrate¿ alarm with no numerical values following insertion, although pumping was confirmed by the balloon waveform. The issue occurred while the patient was coming off bypass and resolved after approximately 30 minutes as the patient¿s hemodynamics improved, with numerical values returning. Based on the clinical conditions, the issue was most likely related to low pulse pressure rather than a device malfunction; no other issues were reported. No harm or injury to the patient was reported.

Manufacturer narrative:
Other contact phone number: (B)(6). Tatum, a perfusionist in the or, called for no numbers on the pump after placing the iabp in the or. She stated that the pump displayed an ¿unable to calibrate¿ alarm with no numerical values following insertion, although pumping was confirmed by the balloon waveform. The issue occurred while the patient was coming off bypass and resolved after approximately 30 minutes as the patient¿s hemodynamics improved, with numerical values returning. Based on the clinical conditions, the issue was most likely related to low pulse pressure rather than a device malfunction; no other issues were reported. No harm or injury to the patient was reported.